Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl, diabetic ketoacidosis, and a loss of consciousness. The cause of elevated bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Customer declined to provide a release date, however indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.